Event description:
Boston scientific (bsc) crm received information that this patient experienced a syncopal episode and was admitted to the hospital. The boston scientific field representative (fr) noted upon device interrogation a sensed bar in the 40's for the right ventricle (rv) and wanted to know how this would happen when the patient's lower rate limit is 50ppm. The fr noted the atrial sensed bar was 50 and states the patient senses most of the time and has good conduction. As of this report, the device remains in service.

Manufacturer narrative:
A boston scientific technical services (ts) consultant informed the fr that due to modified atrial based timing the v-v cycle can be just shy of the lower rate limit, especially if the patient has conduction. Ts noted the way the histograms bin the rates, if the rv activity is just under 50bpm, it would bin in the 40's column, which is likely what they were seeing. The fr checked the patient's thresholds and they were excellent. Impedances were steady all year and sensing was appropriate. Sensing was set to 0.5ms in the right atrium (ra) and 2.5 in the rv. There was no evidence of noise on either lead and no electrograms have been stored. Ts suggested using sudden brady response. If additional information becomes available, this event will be updated accordingly. Approximately four years later the device was explanted for normal battery depletion and returned. There have been no additional allegations against this device since the initial case was reported. Upon completion from laboratory analysis, this report will be updated. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.